Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the anastomotic part of a vessel. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6-40/5.3/40 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination was performed on the returned mustang device. The balloon had been subjected to positive pressure and was not refolded. Blood and contrast media was clearly visible within the balloon. The marker bands and tip were undamaged. No kinks were observed along the shaft of the device. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was unable to cross the lesion and the balloon did not rupture as what was previously reported.

Manufacturer narrative:
Device lot number corrected from 0019166420 to 0019218532. Device expiration date corrected from 04/20/2019 to 05/04/2019. Device manufactured date corrected from 04/26/2016 to 05/05/2016. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the anastomotic part of a vessel. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6-40/5.3/40 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.